Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: catalog #: 115310, comp rvrs shldr glnsp std, lot # 670930, catalog #: 115397, comp rvs cntrl, lot # 172790, catalog #: 115330, comp rvrs shdr glen bsplt, lot # 415440, catalog #: 113653, comp primary stem 13mm std, lot # 921870, catalog #: ep-115395, e1 44-36 rtnv +3 hmrl brg, lot # 386560, catalog #: 115378, comp rvs tray +10mm co 44mm, lot # 800090. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04951, 0001825034-2019-04952, 0001825034-2019-04953, 0001825034-2019-04954, 0001825034-2019-04955, 0001825034-2019-04956, 0001825034-2019-04957. Remains implanted.

Event description:
It was reported that patient is still experiencing pain approximately two years post-implantation. No further information is available at this time.

Event description:
Upon further assessment it was discovered that this implant was not in situ when the patient complained of further pain. Therefore it will be voided.

Manufacturer narrative:
(B)(4). Upon further assessment it was discovered that this implant was not in situ when the patient complained of further pain. It had already been explanted. Therefore it will be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 180561, comp nlk scr 3.5hex 4.75x35 st, lot # 251830, catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 593030, catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 472190, catalog #: 180560, comp nlk scr 3.5hex 4.75x30 st, lot # 541780. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04986, 0001825034-2019-04987, 0001825034-2019-04988, 0001825034-2019-04991.